Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 176 mg/dl at the time of the incident. Customer stated that the drive support cap was normal. Customer was unable to perform the displacement test because she was not able to exit the prime state. Customer received a second motor error alarm during prime to exit the rewind mode. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.